Event description:
The patient's left hip was revised from cannulated screws to convert to a total hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown canulated screws. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained.